Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific clinical events cannot be ascertained from the info provided. A product failure cannot be confirmed. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. A tight monitoring is ongoing for revision with the u.s. Durom cups were the initial implant data occurred after the re-launch of the u.s. Durom cup. The need for further corrective measure is not indicated at this time. The distribution of this product was ceased meanwhile due to business reasons. (B)(4).

Event description:
A product liability claim was raised out of the use of a durom high. It ws reported that the pt received a durom hip generic on the left side on (B)(6) 2009 and is being monitored due to pain.